Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,500 ohms and noise. The noise was oversensed resulting in inappropriate atrial tachy response (atr) mode switches. During threshold testing, the patient was in atrial fibrillation (af) and no p-wave sensing was observed at maximum sensing. The patient was noted to experience occasional dizzy spells. A lead fracture was suspected, however, x-ray did not reveal a noticeable fracture. A revision procedure was performed. The pocket was opened and the lead was tested on a pacing system analyzer (psa). Pacing impedance measurements were observed to be 550 ohms. The lead was reconnected to the device and pacing impedance measurements were observed to be 570 ohms. Since the measurements were in range, the physician opted to leave the system implanted. Seven years later, the device was explanted for reported normal battery depletion. The ra lead remains implanted with the replacement device with normal impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.